Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding: menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 626277) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included hashimoto's thyroiditis and pelvic inflammatory disease. Previously administered products included for an unreported indication: iud. Concurrent conditions included body mass index normal, anxiety and kidney stones. In 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and pelvic discomfort ("discomfort & pressure"). In (B)(6) 2009, the patient experienced rash ("rash/skin condition-type:"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("menorrhagia (bleeding b/w periods)/ spotting"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menstruation irregular ("irregular bleeding") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). In 2009, the patient experienced urinary tract infection ("infection(bladder/urinary tract/vaginal)-type:chronic uti") and dysgeusia ("other injury(ies) or complication(s) please describe: metallic taste in mouth"). In (B)(6) 2009, the patient experienced vaginal discharge ("vag. Discharge"). In (B)(6) 2011, the patient experienced migraine ("migraines/ migraine/headache"), nausea ("nausea") and feeling abnormal ("neuro condition/problems-types:"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs (irritable bowel syndrome),") and vision blurred ("vision/eye problems- type:") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced urinary tract disorder ("urinary probs/ changes"), bladder disorder ("bladder problems") and stress urinary incontinence ("stress urinary incontinence"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On an unknown date, the patient experienced vaginal infection ("vag. Infection"), headache ("headaches"), cervicitis ("chronic cervicitis"), endometrial hyperplasia ("disordered proliferative endometrium"), adenomyosis ("adenomyosis") and memory impairment ("memory lapse") and was found to have leiomyoma ("leiomyoma"). The patient was treated with surgery (endometrial cryo ablation and hysterectomy (full),salpingectomy (bilateral),oophorectomy (bilateral) burch retropubic suspension,). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, fatigue, irritable bowel syndrome, alopecia, hot flush, migraine, headache, nausea, feeling abnormal, vision blurred and weight increased had resolved and the vaginal haemorrhage, dysgeusia, cervicitis, endometrial hyperplasia, adenomyosis, leiomyoma, menstruation irregular, dysfunctional uterine bleeding, bladder disorder, stress urinary incontinence, pelvic discomfort and memory impairment outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, bladder disorder, cervicitis, dysfunctional uterine bleeding, dysgeusia, dysmenorrhoea, dyspareunia, endometrial hyperplasia, fatigue, feeling abnormal, headache, hot flush, irritable bowel syndrome, leiomyoma, memory impairment, menorrhagia, menstruation irregular, metrorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, rash, stress urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion 2006 (summons) and (B)(6) 2008 (pfs) patient received treatment for pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), rash/skin condition, urinary probs, uti, vag. Discharge, vag. Infection, fatigue, gi condition, hair loss, hormonal changes, migraines, headaches, nausea, neuro condition/problems, vision probs, weight gain. Findings: left ostia 1 coil seen right ostia 3 coil seen diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Ultrasound scan - on (B)(6) 2007: impression: non-specific endometrial prominence that may be cycle-related.. Concerning the injuries reported in this case, the following ones were described in patients medical record: irritable bowel syndrome, abdominal pain lower, discomfort, dyspareunia, menorrhagia, adenomyosis, vaginal haemorrhage, dysmenorrhea, pelvic pain, nausea, depression, abdominal pain, stress urinary incontinence, cervicitis, endometrial hyperplasia, leiomyoma, hot flush. Lot number: 626277 manufacture date: 2007-11 expiration date: 2009-10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received-new event memory lapse were added. Pt of vision/eye problems, neurological conditions or problems, rashes or skin conditions type were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding: menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 626277) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included hashimoto's thyroiditis and pelvic inflammatory disease. Previously administered products included for an unreported indication: iud. Concurrent conditions included body mass index normal, anxiety and kidney stones. In 2006, the patient had essure (ess205) inserted. In november 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and pelvic discomfort ("discomfort & pressure"). In january 2009, the patient experienced dermatitis allergic ("rash/skin condition-type:"). In march 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("menorrhagia (bleeding b/w periods)/ spotting"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menstruation irregular ("irregular bleeding") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). In 2009, the patient experienced urinary tract infection ("infection(bladder/urinary tract/vaginal)-type:chronic uti") and dysgeusia ("other injury(ies) or complication(s) please describe: metallic taste in mouth"). In november 2009, the patient experienced vaginal discharge ("vag. Discharge"). In january 2011, the patient experienced migraine ("migraines/ migraine/headache"), nausea ("nausea") and nervous system disorder ("neuro condition/problems-types:"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs (irritable bowel syndrome),") and visual impairment ("vision/eye problems- type:") and was found to have weight increased ("weight gain"). In december 2011, the patient experienced alopecia ("hair loss"). In october 2012, the patient experienced urinary tract disorder ("urinary probs/ changes"), bladder disorder ("bladder problems") and stress urinary incontinence ("stress urinary incontinence"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In september 2015, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On an unknown date, the patient experienced vaginal infection ("vag. Infection"), headache ("headaches"), cervicitis ("chronic cervicitis"), endometrial hyperplasia ("disordered proliferative endometrium") and adenomyosis ("adenomyosis") and was found to have leiomyoma ("leiomyoma"). The patient was treated with surgery (endometrial cryo ablation and hysterectomy (full),salpingectomy (bilateral),oophorectomy (bilateral) burch retropubic suspension,). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, dermatitis allergic, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, fatigue, irritable bowel syndrome, alopecia, hot flush, migraine, headache, nausea, nervous system disorder, visual impairment and weight increased had resolved and the vaginal haemorrhage, dysgeusia, cervicitis, endometrial hyperplasia, adenomyosis, leiomyoma, menstruation irregular, dysfunctional uterine bleeding, bladder disorder, stress urinary incontinence and pelvic discomfort outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, bladder disorder, cervicitis, dermatitis allergic, dysfunctional uterine bleeding, dysgeusia, dysmenorrhoea, dyspareunia, endometrial hyperplasia, fatigue, headache, hot flush, irritable bowel syndrome, leiomyoma, menorrhagia, menstruation irregular, metrorrhagia, migraine, nausea, nervous system disorder, pelvic discomfort, pelvic pain, stress urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion 2006 (summons) and (B)(6) 2008 (pfs) patient received treatment for pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), rash/skin condition, urinary probs, uti, vag. Discharge, vag. Infection, fatigue, gi condition, hair loss, hormonal changes, migraines, headaches, nausea, neuro condition/problems, vision probs, weight gain. Findings: left ostia 1 coil seen right ostia 3 coil seen diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Ultrasound scan - on (B)(6) 2007: impression: non-specific endometrial prominence that may be cycle-related.. Concerning the injuries reported in this case, the following ones were described in patients medical record: irritable bowel syndrome, abdominal pain lower, discomfort, dyspareunia, menorrhagia, adenomyosis, vaginal haemorrhage, dysmenorrhea, pelvic pain, nausea, depression, abdominal pain, stress urinary incontinence, cervicitis, endometrial hyperplasia, leiomyoma, hot flush. Lot number: 626277 manufacture date: 2007-11 expiration date: 2009-10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding: menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 626277) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included hashimoto's thyroiditis and pelvic inflammatory disease. Previously administered products included for an unreported indication: iud. Concurrent conditions included body mass index normal, anxiety and kidney stones. In 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and pelvic discomfort ("discomfort & pressure"). In (B)(6) 2009, the patient experienced dermatitis allergic ("rash/skin condition-type:"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("menorrhagia (bleeding b/w periods)/ spotting"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menstruation irregular ("irregular bleeding") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). In 2009, the patient experienced urinary tract infection ("infection(bladder/urinary tract/vaginal)-type:chronic uti") and dysgeusia ("other injury(ies) or complication(s) please describe: metallic taste in mouth"). In (B)(6) 2009, the patient experienced vaginal discharge ("vag. Discharge"). In (B)(6) 2011, the patient experienced migraine ("migraines/ migraine/headache"), nausea ("nausea") and nervous system disorder ("neuro condition/problems-types:"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs (irritable bowel syndrome),") and visual impairment ("vision/eye problems- type:") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced urinary tract disorder ("urinary probs/ changes"), bladder disorder ("bladder problems") and stress urinary incontinence ("stress urinary incontinence"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On an unknown date, the patient experienced vaginal infection ("vag. Infection"), headache ("headaches"), cervicitis ("chronic cervicitis"), endometrial hyperplasia ("disordered proliferative endometrium") and adenomyosis ("adenomyosis") and was found to have leiomyoma ("leiomyoma"). The patient was treated with surgery (endometrial cryo ablation and hysterectomy (full),salpingectomy (bilateral),oophorectomy (bilateral) burch retropubic suspension,). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, dermatitis allergic, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, fatigue, irritable bowel syndrome, alopecia, hot flush, migraine, headache, nausea, nervous system disorder, visual impairment and weight increased had resolved and the vaginal haemorrhage, dysgeusia, cervicitis, endometrial hyperplasia, adenomyosis, leiomyoma, menstruation irregular, dysfunctional uterine bleeding, bladder disorder, stress urinary incontinence and pelvic discomfort outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, bladder disorder, cervicitis, dermatitis allergic, dysfunctional uterine bleeding, dysgeusia, dysmenorrhoea, dyspareunia, endometrial hyperplasia, fatigue, headache, hot flush, irritable bowel syndrome, leiomyoma, menorrhagia, menstruation irregular, metrorrhagia, migraine, nausea, nervous system disorder, pelvic discomfort, pelvic pain, stress urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion 2006 (summons) and (B)(6) 2008 (pfs). Patient received treatment for pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), rash/skin condition, urinary probs, uti, vag. Discharge, vag. Infection, fatigue, gi condition, hair loss, hormonal changes, migraines, headaches, nausea, neuro condition/problems, vision probs, weight gain. Findings: left ostia 1 coil seen. Right ostia 3 coil seen . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Ultrasound scan - on (B)(6) 2007: impression: non-specific endometrial prominence that may be cycle-related. Concerning the injuries reported in this case, the following ones were described in patients medical record: irritable bowel syndrome, abdominal pain lower, discomfort, dyspareunia, menorrhagia, adenomyosis, vaginal haemorrhage, dysmenorrhea, pelvic pain, nausea, depression, abdominal pain, stress urinary incontinence, cervicitis, endometrial hyperplasia, leiomyoma, hot flush. Most recent follow-up information incorporated above includes: on 3-oct-2019: pfs and mr received. Lot number added. New reporters added, plaintiff's information updated. New events: abnormal bleeding(vaginal), metallic taste in mouth, chronic cervicitis, disordered proliferative endometrium, adenomyosis, leiomyoma, irregular bleeding, dysfunctional uterine bleeding, bladder problems, stress urinary incontinence, discomfort were added. Events onset date added. Medical history and concomitant conditions added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), urinary tract disorder ("urinary probs"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), vaginal infection ("vag. Infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi condition"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condition/problems") and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, dermatitis allergic, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, migraine, headache, nausea, nervous system disorder, visual impairment and weight increased had resolved. The reporter considered abdominal pain, alopecia, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion 2006 (summons) and (B)(6) 2008 (pfs). Patient received treatment for pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), rash/skin condition, urinary probs, uti, vag. Discharge, vag. Infection, fatigue, gi condition, hair loss, hormonal changes, migraines, headaches, nausea, neuro condition/problems, vision probs, weight gain. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), rash/skin condition, urinary probs, uti, vag. Discharge, vag. Infection, fatigue, gi condition, hair loss, hormonal changes, migraines, headaches, nausea, neuro condition/problems, vision probs, weight gain, did not undergo confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.